Manufacturer narrative:
The customer¿s report of a leak during an infusion of epinephrine was confirmed. No anomalies were observed on the set during initial visual inspection. The set was gravity primed with no leaking observed. Functional testing was performed by loading the set into a test pump and infusing at a rate of 2ml/hr. Approximately 45 minutes into the infusion a leak was noted from the vent hole in the 0.2 micron filter. Visual inspection of the filter vent under magnification did not reveal any obvious damage. Pressure testing was performed without any further leaking detected. The likely cause of the leak during an infusion was a damaged filter vent membrane. The cause of such damage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a set leak during an infusion of epinephrine, which resulted in the patient becoming hypotensive . The user noticed leakage around the 4th day of use.